Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg stopped working approximately a year and a half ago. The patient stated she did not discontinue charging the ipg prior to the issue occurring. The ipg was confirmed to be inoperable. Surgical intervention is planned to address the issue.